Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) catheter detached. Visual evaluation of the returned device found that the flare was detached and strain relief was slightly kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. Additionally, the flare detachment caused the catheter to look longer. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the plastic sheath was observed to be too long and the snare loop was unable to extend from it. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.